Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 535 mg/dl and 537mg/dl. Customer was treated with insulin pump. Customer alleged that the insulin pump was under delivering. Customer declined to test the insulin pump. Customer reported that the bottom of the insulin pump was not responding since past six month. The reservoir will not be returned for analysis.